Event description:
Caller reported a power source alert. There was no adverse impact to the customer¿s blood glucose level. The customer used the tandem charging cable and wall adaptor to resolve the issue, and the pump began charging after being left plugged in for at least 30 consecutive minutes, with no further assistance required.